Manufacturer narrative:
(B)(4). Customer returned wrong meter - unable to test. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 90 to 95 mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016 a back to back blood test was performed by the customer non-fasting and produced test results of 182 and 170 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 08/31/2017 and open vial date is within the month of (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). He has not had any changes in his diet or exercise. He takes insulin to manage his diabetes. The customer says that his highest results are usually in the mornings but he is getting the high results in the evening and he is fasting.